Event description:
Pt was revised to address acetabular loosening. Metallosis was observed intraoperatively.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 2 yrs ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.